Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 15.0 mmol/l. The customer stated has changed out the infusion set multiple times. The customer wishes to get a replacement insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The excessive no delivery alarm test and occlusion test could not be performed due to the prime anomaly. The insulin pump was received missing the end cap sticker and with minor scratches on the display window, a cracked case at the display and reservoir tube window corners, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.